Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarm was reproduced as well as confirmed through review of the event history log. Eval found the force required to secure the door was above expected levels. The door hooks were reworked to correct this condition.

Event description:
It was reported a spectrum pump had door not fully latched alarms occur in the operating room. It was also reported there was no pt injury.